Manufacturer narrative:
(B)(4). Product evaluation report; the luer had a brittle break. Additionally, the jacket was compromised ~15" from the distal tip. The damage looks to have been nicked by something. It is not clear when this damage occurred.

Event description:
Initial complaint was for the seal around the access port leaking. Evaluation of device also found that the jacket was compromised ~15" from the distal tip, which is within the working length of the catheter. This is being reported due to the potential for exposure to manufacturing material/inadvertent exposure to laser energy.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.